Manufacturer narrative:
One device was received for evaluation. Visual inspection found a broken tamper seal, scratched lcd lens, and a bubbled dso seal. No review of the device's event history log was needed. To conduct functional testing, three accuracy tests were performed. Upon review, the reported problem was duplicated. It was determined that the expulsor was out of specification and the root cause of the problem. The expulsor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: date of event is unknown.

Event description:
It was reported the device failed the volume accuracy test three times. The event occurred during testing, no patient involvement.